Manufacturer narrative:
The customer reported two events for the same device model number with the issue of broken tip falling in the patient within a day of each other. The two events are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device history record review confirmed that the device lot had no anomaly in inspection related to appearance and high frequency output. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe was broken off. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with a surgical instrument: during output in seal and cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke with added load. Contact with non-insulated area of grasping section: the distal end of the tissue pad was worn away because seal and cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. Seal and cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke with added load. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic procedure for cancer, the device tip broke off and fell into the patient for no apparent reason. The broken piece was retrieved from the patient¿s body. There is no harm or adverse impact to the patient. The procedure was completed with another similar device. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Additional information has been received from the customer. Correction being made to h4 and initial reporter telephone number. This supplemental report is being submitted to provide this information. The settings during at the time of the event are unknown. The broken piece was removed from the patient using forceps. There was no delay in the completion of the procedure. The concomitant devices used during the procedure are not known. The doctor is experienced in the use of the device.